Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepared the device following the recommended steps. All purging steps were completed and then inserted the dilator into the sheath. The sheath was then inserted into the patient and advanced to the left atrium. After removing the dilator, the physician performed an aspiration, and no issues with the valve were observed at that stage. The physician then inserted the catheter into the sheath and performed aspiration as recommended. At this point, the physician noted the presence of air during aspiration, and continuous air bubbles were observed in the sheath's irrigation tube. Air continued to be aspirated as long as aspiration was performed. It was concluded that the valve was defective and leaking. The catheter was removed from the sheath, and another aspiration was done to remove any remaining air bubbles. The physician then removed the sheath from the patient and replaced it with a new one. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepared the device following the recommended steps. All purging steps were completed and then inserted the dilator into the sheath. The sheath was then inserted into the patient and advanced to the left atrium. After removing the dilator, the physician performed an aspiration, and no issues with the valve were observed at that stage. The physician then inserted the catheter into the sheath and performed aspiration as recommended. At this point, the physician noted the presence of air during aspiration, and continuous air bubbles were observed in the sheath's irrigation tube. Air continued to be aspirated as long as aspiration was performed. It was concluded that the valve was defective and leaking. The catheter was removed from the sheath, and another aspiration was done to remove any remaining air bubbles. The physician then removed the sheath from the patient and replaced it with a new one. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported dilator and catheter farawave 31mm were inside the sheath prior to, and/or at the time, the air was observed. Pump was used for the irrigation of sheath, but when leaking valve was noted the sheath was not irrigated yet. Irrigating of the sheath was the next step. Air was seen in the sheath's irrigation tube. The guidewire was inside the farawave, just inside the tip of the farawave, as recommended. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Update to b5: describe event or problem.